Manufacturer narrative:
(B)(4).

Event description:
It was reported during the initial implant, low pacing lead impedance measurements were noted once the lead was plugged into the device. Before the lead was implanted, the lead had measured normal values when it was tested through the psa. The lead was again tested with the psa and was not able to sense any p waves. The lead was removed and a new lead was implanted instead. The patient did not experience any adverse effects and is doing fine now.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.